Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were hurting a little more than what they were before after they accidently walked through a metal detector today. Patient said they didn't realize they were going through the metal detector until they looked up and saw they were in the middle of the detector and then they walked back out of the scanner. Patient confirmed that the shocking sensation went away once they backed away from the detector but they were still a little sore. Agent reviewed security screen guidelines.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and requested more information about metal detectors. The patient got a new job that required they walk through metal detectors or they will be terminated. Patient services reviewed information. The patient stated they had moved and lost their programmer. Patient services reviewed lost stolen process but also reviewed battery longevity considerations and redirected the patient to follow up with a healthcare provider (hcp) to check the implanted system. The patient stated they no longer had an hcp so they were send physician listings.